Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the battery in the device and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to provide any voice prompts when the lid was opened. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.